Manufacturer narrative:
Device evaluation summary: the reported channel reading issue was verified during service. Service technician observed that when the unit is first turned on, it displays error code 26 (channel sensor failure). The issue was resolved by replacing assy pcb detector ), pcba code ir led , assy phototransistor bd . Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the 6 channel was not reading correc tly. It passes self-test and electronic quality control (qc). Performing diagnostic test the code sensor test 620 it does not detect at all on all the channels, also performing the 761 print drop times test shows that the 6 channel readings are around 058, 059, 061, then it jumps to 999, 100, 095, then 999 then back to 063. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Additional info h6: updated the annex d and annex c codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.